Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient, via manufacturer representative, regarding patient's neurostimulator (ins) that was implanted for no-malignant pain. It was reported that when patient's device is 75% full, patient feels pinching sensation on the back of ins battery, ins pocket site. Patient then would need to charge to full for pinching to disappear. The issue started in late (B)(6) 2018. The ins pocket site and ins battery voltage were unknown as caller and patient were waiting to get into exam room. Patient also indicated that they were charging too often. When its cold outside, patient needs to charge more than usual; needing to charge every 2 days. Reports when its indoor and warm, patient is needing to charge every 3-4 days. This issue also started in late october. Reviewed with caller to check the diary, ins site, impedances and voltage etc. When able to. No further complications were reported/anticipated.